Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: although the root cause could not be identified, it is presumed that some form of stress, such as damage or deterioration of components during handling, compromised the watertight integrity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation exhibited the proportional valve having an air leakage. There was no patient involvement.